Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bruising, edema, malposition, and patient¿s concern with the product.

Event description:
Health care professional reported right side bruising, edema, malposition and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5107457 the events of seroma, capsular contracture, lymphoma-alcl and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Health care professional reported right side bruising, edema, malposition and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported capsular contracture. The device has been explanted. Healthcare professional reported via regulatory agency left side implant removal due to late hematoma/seroma, and "abnormal cd30+ lymphoid population consistent with bia-alcl.".

Event description:
Healthcare professional reported right side capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particles in the surface of the device and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the radius side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on radius side an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.